Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "prosthesis in left breast with signs of rupture and periprostatic cystic islands suggesting encapsulated seroma".

Event description:
Patient reported "prosthesis in left breast with signs of rupture and periprostatic cystic islands suggesting encapsulated seroma" and "breast deformity with rupture." Device remains implanted.